Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for six days for this event. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the peritonitis and had been discharged from the hospital. Pd therapy was ongoing. No additional information is available.